Manufacturer narrative:
Upon inspection and testing of the returned device, an output abnormality was found to be caused by a control board failure. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the patient felt pain when outputting during a therapeutic colon polypectomy. The intended procedure was discontinued. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, an output abnormality was observed.

Manufacturer narrative:
The suspect medical device has not yet been returned to the manufacturer for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Manufacturer narrative:
This supplemental report was submitted to provide the investigation results. A review of the manufacturing and quality control review was performed for the subject device and shows no non-conformities with respect to the described problem. The device history records indicates the device was manufactured according to valid instructions and met all specifications. The device has no previous repair history. The repair evaluation confirmed the output value was abnormal due to a control board failure (the output is higher than the set value). There was no abnormality that could be visually confirmed. Slightly increased power output based on technical defects can certainly be cause by the control board. However, insufficient adjustment is more often the cause. Based on the investigation, it is likely that the subject esg-100 was not correctly calibrated. As clearly stated as a warning note in the instructions for use chapter 1.8, low frequency electrical currents can stimulate nerves and muscles. Low frequency electrical currents may be generated by a partial rectification of the high frequency electrical current, in particular if there is a spark discharge to the tissue or to another metallic object. This may cause violent spasms or muscle contractions. Therefore, the lowest appropriate power level and cut level should be used (e.g. Cut 1 instead of cut 2). Olympus will continue to monitor complaints related to the device and reported phenomenon.